Manufacturer narrative:
Per the t:slim x2 user guide: only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had entered the basal rate into the pump incorrectly. The customer entered 6 u/hr instead of 0.6 u/hr. The customer's blood glucose (bg) level was thought to have been in the 20's mg/dl. The paramedics were called. The customer did not lose consciousness; however, needed assistance from a family member to bring juice. The bg level was at 50 mg/dl when the paramedics arrived and the customer did not required treatment from them. The paramedics monitored the customer until she was back to the target level. Tandem technical support advised the customer to not change the pump settings unless advised by a healthcare provider.